Manufacturer narrative:
Findings: pump received with blank display and battery heating up due to lcd puncturing through the isolation tape and making contact to the positive side of the battery tube. Unable to verify low battery alarm, battery icons anomaly, dim screen anomaly due to blank display. Pump had minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 140 mg/dl. Customer stated the screen is very dim, and hard to read the screen. Customer was advised that we are sending replacement pump.